Manufacturer narrative:
H3 other: the device was not received yet. After receipt of the device an engineering investigation will be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a superior mesenteric artery (sma) pseudoaneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that an 8 fr cook flexor® guiding sheath and a v-18¿ controlwire® wireguide were used. Access was conducted over the femoral artery. The target vessel was engaged from a retrograde approach using a catheter. The vsx device was advanced smoothly through the sheath and the guide catheter. Upon reaching the target site, deployment was initiated, and the physician did not notice resistance; however, during the early stages of release, the vsx device exhibited distal crumpling (or infolding) and could not be fully deployed. The device was completely withdrawn. The procedure was completed using a begraft balloon expandable covered stent but over an omeral access approach. There was no report of patient harm. The physician stated that he considered this a standard case and a non-tortuous anatomy, that the catheter was kept straight outside and that the delivery catheter was removed without any issues, but he had problems getting into the 8 fr cook flexor® guiding sheath.